Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra meter was giving him inaccurate erratic readings. The complaint was classified based on the medical surveillance specialist (mss) follow up call on (B)(6) 2012. The mss was advised by the patient that he tests at least four times a day and that his normal readings are usually below "200mg/dl". On (B)(6) 2012 at 11:00pm, the patient reported blood glucose results of "225 and 189mg/dl" with a lifescan meter, performed within 20 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <= 20% and/or <= 20 mg/dl. The patient stated that he manages his diabetes with insulin, novolog and lantis, both on a sliding scale and denied making any changes to his usual diabetes management routine in response to the reported issue. Approximately ten to fifteen minutes after the alleged issue occurred, the patient claimed to have developed symptoms of an "upset stomach, blurry vision, and lightheadedness", symptoms that the patient "associates with low blood sugar readings". Shortly after, the patient self treated with "glucose tablets and orange juice" and "felt better afterwards". At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. Replacement products were sent to the patient. This complaint is being reported because, the patient developed symptoms suggestive of severe hypoglycemia and received treatment for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.